Event description:
Photo received.

Manufacturer narrative:
Investigation summary: one photo was received with the customer's complaint of leakage of a material# 200100 IV bag with smart site. The complaint was verified with photo alone but without further information like a lot/ batch number or a physical sample for investigation, the root cause of this issue remains unknown and any production history cannot be accessed. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite was leaking the following information was received by the initial reporter with the following verbatim, bd smartsite 100 ml bag leaking - want to report issues with it.